Event description:
A 4 mm diameter x 18 mm length racer biliary stent delivery system was inserted into a patient for the endovascular treatment of a left renal artery in 2004. The artery had a slight inferior take-off and it was moderately calcified and curved. The lesion was not pre-dilated. It was reported that the physician pulled the delivery system back to reposition the stent in the artery and it may have caught in the ostium of the renal artery. The stent came off the balloon and floated down the pt's aorta. A snare was used to successfully remove the stent from the pt. The pt was left untreated. No clinical sequelae were reported, and the patient is reported to be fine.